Manufacturer narrative:
The unit was not returned to the manufacturer. The exact cause of the reported event could not be confirmed. However, the field engineer informed the user facility that the pcb board had a terminal that overheated and had burned the insulation off of the terminal. The field engineer provided the user facility with the part number for the new board and addressed the issue. As a preventive measure, the instruction manual warns, "when configuring a system, the user should ensure that there is sufficient spare equipment available that in the event of a fault in any part of the system, the endoscopy procedure may be completed or terminated without endangering the patient." Also, "electrical safety checks should only be performed by suitably qualified personnel. The expected service life of the workstation and transformer is 5 years."

Event description:
The manufacturer was informed that at the start of the shift before any procedure, the unit's transformer board was overheating and a burning smell was observed. There was no patient injury or death reported. There was no evacuation necessary, the next scheduled case was performed on time using alternate equipment.